Event description:
It was reported that this right ventricular (rv) lead exhibited an increase in shock impedance, and a request was made to have data from the patient's device analyzed. Technical services (ts) reviewed available device data, noting there had been a steady increase in shock impedance since around (B)(6) 2024. In (B)(6) 2024, the right ventricular (rv) pace impedance increased quite rapidly. At that time, ts asked if there has been a change in patient medication or clinical condition. No adverse patient effects were reported. Additional information received in june 2025 indicates commanded shock testing was performed: a 1.1-joule shock resulted in an impedance of 73 ohms and a 41-joule shock resulted in an impedance of 111 ohms. Within the shock vector breakdown, the rv coil showed values of approximately 180 ohms. Therefore, single coil configuration is not an option. The doctor would like to continue to monitor the rv lead and will consider replacement to a single coil lead at time of device replacement in 2.5 years (the crt-d has approximately 2.5 years of estimated remaining battery longevity). Besides commanded shock testing, no other adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.